Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm while his replacement insulin pump was sitting on the table. He received a total of three no delivery alarms. His blood glucose level was 297 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-47470 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.